Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported issue by visual inspection. The fse was unable to reproduce the reported issue and re-attached the loose tip chute shaft and aligned the main arm. The fse validated the instrument by running quality controls (qc) and the qc passed within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from installation date (B)(6) 2019 through aware date (B)(6) 2020. There were no similar complaints identified during the searched period. The most probable cause of the reported event was a loose screw on the tip chute retaining shaft. .

Event description:
Customer reported that the cup waste chute on the aia-2000 analyzer became clogged. The chute was removed in order to have it cleaned; however, the bracket that the chute attaches to became disconnected from the analyzer and now the site is unable to re-attach the waste chute back in place. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting alpha-fetoprotein (afp) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.